Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery. The root cause for the failure was insect contamination within the battery charger. The root cause for the damaged power supply connector was excessive force. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a battery charger was unable to power on.